Event description:
The physician phoned to request a review of the egms. Upon review, it was noted that the device was exhibiting eri characteristics. Noise and high impedance was observed on both the ventricular and atrial leads. Possible output stage damage was discussed as well as a recommendation from technical services to program the device off and replace.